Manufacturer narrative:
E: (B)(6). Reporter institution phone": (B)(6). Reporter phone (B)(6).

Event description:
Philips received a complaint regarding a philips respironics v60 ventilator indicating that the system had shut down unexpectedly. It is unknown whether the device was in patient use at the time of the reported issue. No patient or user harm was reported. The device was reportedly being used in a healthcare facility for ventilatory support. Specific details regarding the clinical application and whether a patient was connected at the time of the event were not provided. The expected behavior of the device is to maintain continuous operation during use, including transitioning to battery backup in the event of external power interruption. The reported actual behavior was that the ventilator system shut down unexpectedly. The customer additionally reported that both the ventilator fan and the humidifier powered off simultaneously. The unexpected shutdown interrupted device operation and required evaluation by philips service personnel. No user injury or adverse effects were reported. Service personnel evaluated the device following the reported issue. During inspection and testing, the reported shutdown condition could not be reproduced and the device did not display any active errors or fault conditions. Based on the customer¿s statement that both the ventilator and humidifier lost power simultaneously, service personnel determined that the event may have been associated with a discharged internal battery in combination with a possible external power interruption at the wall outlet. The customer-reported issue was not verified during service evaluation, as the equipment operated normally and no faults were identified. As a corrective action and precautionary measure, the internal li-ion battery assembly was ordered for replacement. Follow-up service was scheduled pending arrival of the replacement battery.